Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. He reported angina and restenosis are known adverse events listed in the product instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The 3.5 x 28 mm asc multi link stent is being filed under a separtate MFR number.

Event description:
It was reported that on (B)(6) 1999, the patient had a 3.0 x 13 mm and a 3.5 x 28 mm acs multi-link stent implanted in the left anterior ascending artery. In 2008, the patient returned to the cath lab due to tightness in his chest and it was noted that the stents had closed up due to plaque. Two additional unknown stents were implanted, successfully opening up the restenosed multi-link stents. There was no adverse effects. No additional information was provided.